Event description:
The customer reported a loss of a diagnostic live image. The system required a reboot to complete the case. No patient or user injury reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo portion of the interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.